Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on 08/22/2025. On (B)(6) 2025, at approximately 11:00 am, the patient experienced symptoms including vomiting, nausea, and dizziness. A fingerstick test was performed, the cgm reading of 200 mg/dl and a blood glucose reading of 457 mg/dl. Due to the severity of symptoms, the patient contacted emergency services and was transported to the hospital. Upon evaluation at the hospital, the patient was diagnosed with diabetic ketoacidosis (dka) and received treatment with insulin. The patient remained hospitalized for two days and was discharged. There is no documentation indicating further medical evaluation or intervention following discharge. At the time of this report, the patient reported feeling weak but was understood to have recovered from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.